Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 1.5mm x20mm x143cm coyote es balloon catheter was advanced for dilatation but failed to fully cross the lesion. The physician decided to perform dilatation at the proximal site of the lesion. However, the balloon ruptured on first inflation for 5 seconds. The device was removed completely from the patient and the procedure was completed with a coyote fc. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. (B)(4). Device evaluated by MFR.: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen. Magnified inspection of the balloon revealed a pinhole and scratch over the markerband. Magnified inspection of proximal bond did not reveal any damage or irregularities. Magnified inspection of markerbands did not reveal any damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 1.5mm x20mm x143cm coyote es balloon catheter was advanced for dilatation but failed to fully cross the lesion. The physician decided to perform dilatation at the proximal site of the lesion. However, the balloon ruptured on first inflation for 5 seconds. The device was removed completely from the patient and the procedure was completed with a coyotefc. No patient complications were reported and the patient's status was good.